Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 569 mg/dl. The patient experienced nausea, vomiting, and abdominal pain. The patient treated via bolus and manual insulin injection. During troubleshooting the insulin pump was able to prime without incident. The customer declined to check their device settings. The insulin pump was not returned for analysis.